Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.

Event description:
It was reported that the lead had dislodged. During reposition, it was noticed that the lead insulation appeared damaged. The lead was explanted.